Event description:
Using complete moisture plus and received eye infection. -lot: abo4855, exp: 12/08, dates of use: three months. Diagnosis or reason for use: contact lens solution. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.